Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of partially deployed axios stent.

Event description:
It was reported to boston scientific corporation on (B)(6) 2024, that a hot axios electrocautery-enhanced delivery system was to be implanted transgastric to the jejunum to treat a duodenal obstruction during a gastrojejunostomy procedure performed on (B)(6) 2024. During the procedure, the first flange of the axios stent would not open. After several attempts, the physician decided to remove the stent. The axios stent was removed from the patient partially deployed on the delivery system and the procedure was completed with another axios device. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent and electrocautery- enhanced delivery system was used to treat a duodenal obstruction during a gastrojejunostomy procedure. Per the axios stent and electrocautery-enhanced delivery system instructions for use (IFU), the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, the gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The stent is not indicated for a duodenal obstruction during a gastrojejunostomy procedure.